Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 3/20/2015. The fse found that the waste pump was not functioning properly and was causing the baths to overflow. The fse also found that the hgb lens was dirty. The fse replaced the waste pump, which repaired the leak. The fse replaced the hgb lens assembly, which repaired the hgb incomplete errors. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the baths of the coulter act diff 2 analyzer. The customer also reported the instrument was generating hemoglobin (hgb) incomplete errors when the leak was noticed. The volume of the leak was about 1 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.